Event description:
Initial info received from a nurse on (B)(6) 2010: a nurse reported female pts experienced a granuloma after injections with poly-l-lactic acid (sculptra aesthetic, lot # and exp date unk). No concomitant medications or medical history reported. No further info reported.